Manufacturer narrative:
(B)(4). Physio-control evaluated the device and then replaced the main keypad assembly. Proper device operation was observed through functional and performance testing and the device was then returned to the customer for use. The removed main keypad assembly was then returned to the failure analysis center for further evaluation. It was observed that the charge button was shorted on the right side. The shorted charge button left the shock button inoperative as well.

Event description:
The customer initially reported that their device would not consistently recognize the connection of the ECG electrodes to the patient. After an evaluation of the device by physio-control, it was observed that the device would not charge or deliver defibrillation energy. The patient did not suffer any adverse outcome during the reported event.